Event description:
The customer reported to vyaire medical that a patient coded and expired while connected to the lap top ventilator 1200. The customer confirmed that the patient has no preexisting condition. The unit is coming in for a full evaluation.

Manufacturer narrative:
H10 - equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended tests with the customers' settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation:the service department tested the unit and the test results revealed a fault in the peep system, resulting in a pressure loss that exceeded the specification. During troubleshooting, it was discovered that the pilot-in solenoid had internally failed, resulting in a leakdown of 18.3 to 11.6, or 6.7cmh2o over a one-minute period. Although this was a confirmation of the automated test results, the test uses a volume of approximately 10-20ml, which is the volume of a syringe plus the volume of the connecting tubing, which is significantly less than the 230ml tidal volume recorded as per the customer setting. The actual leakdown would be further reduced with the bpm (breath rate) setting of 12, due to the measurement period lasting only 5 seconds. Compensation for such minor fluctuations in peep pressure is within the ventilator's capabilities, and there would have been no loss of performance.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue and a visual inspection of the unit under test (uut) revealed no visible defects, damage, or contamination. The uut's performance was validated through tests. The uut was subjected to a vent check and passed on all counts. The uut was operationally tested in user settings and found to cycle per settings but to be sensitive to patient circuit movements, resulting in more patient effort initiated breaths than would be considered typical. There had been no ln vent1 events recorded in the uut event trace. The event trace review found no evidence of malfunction or misuse.